Manufacturer narrative:
Device evaluated by MFR: the plus unit was returned to site connected together. No visual issues were noted. No rufous material or any material was visually noted on the tip of the burr. A tug test was performed to examine the integrity of the connection and a connect/disconnect test was carried out, and no issues were noted with the unit¿s handshake connector during the connection of the device. The burr was microscopically examined and the burr was slightly misshapen. A white saline deposit or lubricant was noted within the annulus of the burr. There were no scratches that exposed brass on the plated back half of the burr. A scratch test was performed which confirmed that the burr¿s cutting action was acceptable. The burr was soaked in warm water and the burr was microscopically examined again. No white saline deposit or lubricant was noted after soaking in warm water. A control guide wire was inserted in the rotablator plus unit. No issues were noted during the insertion of the guide wire. The rotablator plus unit was wet tested as per procedure and the unit reached 175krpm at 46psi. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, an unknown substance was noted on the device. The target lesion was severely calcified. The physician attempted to load the rotablator rotalink plus 1.25mm burr on three rotawire floppy guide wires without success. The physician was able to load the rotablator rotalink plus 1.25mm burr on the fourth rotawire floppy guide wire and advance the burr to the lesion, however the physician encountered difficulty while attempting to ablate the lesion. Therefore, the physician exchanged the 1.25mm rotalink plus for another 1.25mm rotalink plus and ablated the lesion successfully, completing the procedure successfully following an exchange to a 1.5mm rotalink plus. No patient complications were reported. However, the physician noted "rufous" material on the tip of the exchanged 1.25mm rotalink plus burr. The physician was unclear if it was foreign material or coagulated blood on the tip of the burr.

Event description:
It was reported that during a rotational atherectomy treatment procedure, an unknown substance was noted on the device. The target lesion was severely calcified. The physician attempted to load the rotablator rotalink plus 1.25mm burr on three rotawire floppy guide wires without success. The physician was able to load the rotablator rotalink plus 1.25mm burr on the fourth rotawire floppy guide wire and advance the burr to the lesion, however the physician encountered difficulty while attempting to ablate the lesion. Therefore, the physician exchanged the 1.25mm rotalink plus for another 1.25mm rotalink plus and ablated the lesion successfully, completing the procedure successfully following an exchange to a 1.5mm rotalink plus. No patient complications were reported. However, the physician noted "rufous" material on the tip of the exchanged 1.25mm rotalink plus burr. The physician was unclear if it was foreign material or coagulated blood on the tip of the burr.

Manufacturer narrative:
(B)(4).